Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube pms plh 13x100 3.5 plbl lim ce, the device experienced broken lid/cap, and label lift off/ or partial peel off. The following information was provided by the initial reporter. The customer stated: since the end of last week, we have been experiencing a problem with our barricor tubes. Once or twice a day, we find that a cap is badly torn off by our pre-analytical chain (thermo chain). We have observed this phenomenon only on barricor tubes. You will find in copy an email concerning a problem of unblocking barricor tubes ref 365 053 for the lot 1067150 expiry date 31-07-2022 . This customer has switched to barricor tubes since the beginning of (B)(6) 2020 on their new ortho chain with a thermo unblocker. For 7 days now you have had 2 to 3 tubes per day where the cap is well uncorked but the elastomer part of the cap remains in the tube which leads to an anomaly on the automatons and especially a longer delay of the tat in the patient result.

Event description:
It was reported when using the tube pms plh 13x100 3.5 plbl lim ce, the device experienced broken lid/cap, and label lift off/ or partial peel off. The following information was provided by the initial reporter. The customer stated: since the end of last week, we have been experiencing a problem with our barricor tubes. Once or twice a day, we find that a cap is badly torn off by our pre-analytical chain (thermo chain). We have observed this phenomenon only on barricor tubes. You will find in copy an email concerning a problem of unblocking barricor tubes ref 365 053 for the lot 1067150 expiry date 31-07-2022 . This customer has switched to barricor tubes since the beginning of (B)(6) 2020 on their new ortho chain with a thermo unblocker. For 7 days now you have had 2 to 3 tubes per day where the cap is well uncorked but the elastomer part of the cap remains in the tube which leads to an anomaly on the automatons and especially a longer delay of the tat in the patient result.

Manufacturer narrative:
H.6. Investigation: bd received 3photographs showing a piece of machinery and a tube, presumably post centrifugation. Also, it was noted that the stopper in the tube is blue. In the barricor tubes the stopper is green. Additionally, 200 retained samples were visually inspected and no defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. H3 other text: see h.10.